Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pca pump unexpectedly reached dosing "maximum limit" while receiving an infusion of morphine. The patient had morphine bolus received the bolus and then it hit the maximum limit and stopped the infusion. There was patient involvement but no harm.

Event description:
It was reported that a pca pump unexpectedly reached dosing "maximum limit" while receiving an infusion of morphine. The patient had morphine bolus received the bolus and then it hit the maximum limit and stopped the infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of device unexpectedly reached dosing ¿maximum limit¿ was confirmed during the review of the logs and all-infusion detail report provided, however, the issue could not be replicated as the concomitant pcu was not returned. No obvious issues or anomalies were observed with the returned device related to the reported complaint during the external and internal inspection of the suspect pca. Preventive maintenance results indicate that the pca is performing as designed and passed all accuracy measurements. The pca logs were downloaded to ascertain event details associated with the reported complaint. The facility also provided an all-infusion detail report for the day of the reported event with date of february 3, 2026, time of the event was not reported. A review of the pca error logs showed no errors related to the reported incident. A log review was performed with the limited information contained in the pca event log. The pca event log does not contain keypress information, drug information, volume infused and programming parameters beyond rate and volume to be infused (vtbi). On february 03, 2026, at 2:56 pm, the first infusion recorded the day of the reported event was programmed by continuous dose with the suspect device with a rate of 1ml/h and vtbi (volume to be infused) of 46.3402ml. The bolus dose was observed to be 0.5mg/h. The data set in use was identified as ¿hmh network 01-07-26¿. From 9:16 pm to 9:17 pm the pca was channel selected and a bolus dose was administrated with a rate of 150ml/h and a vtbi of 0.6ml with a bolus dose of 0.3mg/h; consequently, a max limit alarm was recorded. At 9:18 pm, the module was powered off, then, was channel selected and a new continuous infusion was programmed. On february 04, 2026, at 1:21 am a max limit alarm was recorded. The max accumulated dose on this data set was 0.8mg/h, with the clinician bolus included in the hourly total, a 0.3 mg bolus plus 0.5 mg/h continuous infusion quickly reached the 0.8 mg hour limit. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: ensure selection of the pca infusion mode matches the provider order. Incorrect selection of the infusion mode could lead to additional or omitted fields available for entry on subsequent programming screens. If an error is made when selecting the pca infusion mode, it may result in an over or under infusion. Do not use infusion modes that allow for self-administered pca doses with the dose request cord (pca dose only or pca dose + continuous mode) with patients who lack the cognitive or physical ability to self-administer pain medication (such as neonates, young children, or extremely ill patients). Doing so may result in an under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported unexpectedly reached dosing ¿maximum limit¿ is being attributed to the use of an old drug library setting (data set hmh network 01-07-26) that treated clinician bolus as part of the one hour limit, making the max limit activation expected. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.